Event description:
It was reported that when the zimmer pulsavac plus shipper box was opened to store on the shelf. One side of the box was wet and the cardboard was soaked. The plastic packaging was wet and had water on the inside of the container. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.